Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed.

Event description:
It was reported that during wrist fusion with variax 2 wrist fusion from national loaner set 2.7 and 3.5 locking screws were spinning and not locking inside the plate. This occurred during primary surgery, surgical delay was 10 mins, no adverse consequences to patient, product ws not damaged, no debris reported. Event was resolved by using other screws but did not work either, so they were left unlocked.